Event description:
Complainant alleged that during functional testing, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to the lithium battery on the system board. Zoll medical corp recommends replacement of the lithium battery on the system board every 5 years. This device is approximately 9 years old from date of manufacture. The system board 3 volt lithium battery was replaced to remedy the malfunction. The device was recertified and returned to the customer. No trend is associated with reports of this type.